Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis further specified as "fungal infection in the abdominal cavity". The cause of peritonitis was unknown. The patient was hospitalized and treated with unspecified antifungal drugs for the event. Sixteen days after hospital admission, the patient was discharged from the hospital. The patient outcome was not reported. On an unknown date, pd therapy was discontinued and the patient was transferred to hemodialysis. The reporter declined to provide additional information.